Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported hospitalization due to high blood glucose. Caller stated that the sensor was alarming, but the customer did not take action. Customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading at the time of the event was over 400 mg/dl. Nothing further reported.